Event description:
The customer reported that while she was using her pump, she detected a burning odor, the pump stopped working, and when she touched the transformer it was "very hot."

Manufacturer narrative:
A replacement power cord was shipped to the customer. In follow up discussions with the customer, she indicated that the replacement power cord is working without issue. She also indicated that she did not see a fire or spark, but that the back of the transformer had a pencil point sized hole burnt through it to the point where you can see metal. She stated that the transformer got "super hot" but "I was not injured in any way at all." The customer indicated that she disposed of the original power cord. As the original product is not available for eval/analysis, no definitive conclusion regarding the root cause of the reported event can be made. (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process.